Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the display on the insulin pump is blank. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap have a little spot and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display return. Blood glucose value is 94 mg/dl. Nothing further reported.